Event description:
The following was reported to hamilton medical ag: hospital staff asked local staff to repair this c1 as the leak test was ng after repeated attempts. Occurred before usage. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
It was reported that the tightness test failed during pre operational check of the device. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The log files provided confirmed the issue. The root cause of the event was determined to be a defective expiratory valve assembly. After replacing the expiratory valve assembly, the device was released back into use.